Event description:
Arterial line was placed by anesthesia and tubing was flushed with pressure bag prior to being connected to patient. When nursing staff went to zero the line, the monitor made the correct noises expected while zeroing the line, however, no waveform appeared. Connections and stopcocks were checked for proper positioning and line was verified to be flushed completely. Line drew blood and flushed very well. Tubing was completely replaced and it was only then that a waveform appeared. After tubing was replaced, no further issues were identified with the line or monitoring ability.